Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for one patient. The following data was provided: sid (B)(6) initial result 02jan2024 was 104.8 ng/l, repeated <1.6 ng/l second sample sid (B)(6) gave a result of <1.6 ng/l, repeated and <1.6 ng/l. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Data and information provided were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Return testing was not performed as returns were not available. Device history record review was performed on lot 54080ud00, which did not show any potential non-conformances, deviations, or non-conformances related to the issue under review. Trending review did not identify any trends. Customer field data was used to assess the performance of the alinity I stat high sensitive troponin-I assay using worldwide data through abbottlink. Review shows that the median patient results for the lot(s) reviewed are within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I assay was identified.